Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system advisory. No adverse effects were reported.

Event description:
Additional information received via email on 14-jan-2022: no additional information on the patient involved or if one was involved at all. The issue was possibly found on startup.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The seals were not broken. The device was in good condition with no appearance of any physical damaged. The device system advisory maintenance recommended per event history log (ehl). The technician powered up the device. The reported problem was confirmed. The root cause of the reported was found to be an annual preventive maintenance reminder for customer. The technician performed pm maintenance and all functional testing.